Event description:
It was reported that the pt presented to the hcp with worsening spasms and was admitted to the hospital. The hcp checked the pt with an x-ray and found breakage of his catheter. CT scan and catheter access port study were also scheduled. The pt was scheduled for catheter replacement in 2008. The pump will be replaced at the same time due to pending end of life. The pump contained gabalon - concentration and daily dose not reported. The pt was administered baclofen until the surgery was performed.

Manufacturer narrative:
.